Event description:
Orthfix became aware of an additional revision surgery performed in october, 2004 between the initial surgery in may and the revision surgery in december described in the above two mdrs. In october, 2004, the surgeon removed a metatarsal wire found broken at both ends and replaced it with two new wires, one inserted through the foot, to exit medially and one inserted from lateral to medial across the proximal foot. The radiographic views of the right foot and ankle evidence that ongoing consolidation was occurring at the level of the ankle. The patient continued treatment with the sheffield frame/fixator.